Event description:
The customer contacted physio-control to report that their device was failing the user test and the service indicator was illuminated. There was no patient use associated with the reported event. Upon evaluation of the device, physio observed that it would not charge, in order to deliver defibrillation therapy, at lower joule settings (2-50 joules).

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the therapy pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and found capacitor, designator c127 to be partially shorted. The partially shorted capacitor prevented the device from providing defibrillation at the lower energy settings.